Manufacturer narrative:
Analysis of the ins ((B)(4)) found insignificant anomalies. It passed functional testing and the final functional test on the automated test console. It did fail the final functional test on the automated test console. There was good, stable output on all electrode pairs, no issues when pressing on the ins can, and telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a manufacturer representative (rep). It was reported that the revision was secondary to a short involving the quadripolar lead. The patient also experienced pain at the ins site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported the cause of the short involving the quadripolar lead and pain at the ins was not determined. It was confirmed that the device was removed and a new ins was placed.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient's battery was explanted due to early battery depletion. No symptoms or further complications were reported.